Event description:
The customer contact reported that the patient received more medication than expected. On (B)(6) 2013 at an unspecified time, the device was programmed to deliver hypnovel 100mg/100ml in the variable delivery mode, at a rate of 3mg/hr from 0800 to 1900, 4mg/hr from 1900-2100, 5mg/hr from 2100 to 0800. No further programming parameters were provided. On (B)(6) 2013 at 1430, the customer contact indicated that a reported unspecified bug was blocking the device. No specific details were provided. At that time, it was reported that the container and the disposable aa batteries were changed and the therapy was resumed using the same device. On (B)(6) 2013 at 0400, it was reported that the device alarmed for end of infusion. At that time, the container was empty which was reported to be sooner than expected. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.